Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 300 (mg/dl) range. Reportedly, the customer did not know the cause of the elevated bg. The customer reported exercising to bring bg levels back down.